Event description:
The customer reported that a pt became disconnected from an 840 ventilator. The device alarmed as expected,but the alarm could not be heard by the ICU nursing staff. The pt subsequently expired. The customer's investigation discovered that the adjustable alarm switch on the ventilator was turned down. It was undetermined how the pt became disconnected. The customer did not allege any malfunction of the device.